Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During initial interrogation and programming prior to implant, the implantable cardiac monitor's (icm) bluetooth low energy (ble) was unable to communicate but was then able to. The icm was successfully implanted. The patient was in stable condition throughout.